Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. A review of the device history record (DHR) could not be performed on the mis ti cortical fix fenestrated 6x50mm polyaxial screw (product code: 1867-27-650, lot number: unk) as no lot number was provided. Since this part was not returned, no lot number could be taken directly from the sample. Without the lot number, no review of its manufacturing records could be completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
Polyaxial head has loosen from screw shaft intraoperatively.

Manufacturer narrative:
(B)(4). The polyaxial screw was returned to the chu on (B)(6), 2016 after the original closure of the complaint. The lot number of the polyaxial screw was determined to be atpcgv. The screw¿s saddle had become separated from the screw¿s tulip head. The returned screw featured some signs of wear inside the drive feature. There is also some residue of what appears to be tissue on top of the screw head. A notch is also visible on the inner edge of the saddle. While these marks aren¿t significant enough to damage the screw at large, they may be indicative of the forces placed on it during insertion and tightening. The swaging operation appears to have been performed due to visible deformations on the inside of the head component. Based on the marks in the drive feature and on the saddle itself, the screw presumably disassembled due to the forces placed on the screw. Exerting a significant amount of force on the tulip head and saddle, potentially at a significant enough angle, may be sufficient to dislodge the components of the screw from their intended locations. It is believed that an unexpectedly high amount of force was placed on the saddle in addition to a great deal of stress being placed on the drive feature, resulting in the saddle being dislodged from its intended location. DHR review identified no issues during manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the polyaxial screw falling apart cannot be determined from the sample and the information provided. A potential root cause may be excessive force inadvertently placed on the saddle and drive feature during tightening, resulting in the saddle being forced out of the polyaxial screw. As there has been no issue identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further actions required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.